Manufacturer narrative:
Pump passed self test, active current measurement and sleep current measurement. (And failed high sleep current measurement). No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 07/01/2025 12:36:00.000, 07/01/2025 13:21:22.000. Battery cycle 15.0 received the lowbatteryalert (104) on 07/01/2025 12:36:00 after more than 7 days at 57.78 days. Battery cycle 14.0 received the lowbatteryalert (104) on 05/04/2025 17:50:00 after more than 7 days at 54.44 days. Battery cycle 12.0 received the lowbatteryalert (104) on 02/15/2025 14:17:00 after more than 7 days at 60.61 days. With reference to the baat tool instructions, the customer experience an unexpected battery power loss of less than 7 days per the pump history records. The pump was cut open no moisture damage electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The p-cap/reservoir does lock properly. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, broken battery tube threads, cracked case (battery tube). No low battery alert noted during testing. Customer experiences an unexpected power loss of less than 7 days per the pump history records. However, the pump failed low battery in trace history isolated to electronic defective and broken battery tube threads, cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed crack at the battery tube side case of the pump, and received a low battery alert. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was performed for cosmetic damage and indicated that the damage had not impacted/affected the pump¿s functionality. Troubleshooting was performed for low battery alert. Battery lasted more than 1 week. Advised customer to monitor product. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880 was requested and customer response was the device will be returned for analysis.